Event description:
During a pacemaker replacement surgery for normal elective replacement indicator, high pacing lead impedance was observed on the atrial lead when connected to the initial pacemaker. After replacing the pacemaker, the atrial lead impedance was in range. Since the impedance was in range and there were no defects observed via visual and x-ray examination, the atrial lead remained implanted and in use. The alleged cause of the event was due to a header issue on the device where the atrial lead was connected. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of high impedance, and defective device were not confirmed. The pacer was received with battery voltage at elective replacement level. Electrical analysis performed indicated normal functionality. Further evaluation under various load levels indicates the pacer was able to sense and measured the lead impedance within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.